Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medapplication failing to launch and the device being stuck in a blue screen state, which was traced to missing/corrupted rss components, specifically the absence of the remote support service (rss) update agent. A technical support specialist (tss) attempted to enable auto login did not resolve the issue, leading to further investigation where rss agent and rss component manager were found to be improperly installed. These components were fully uninstalled and then manually reinstalled following knowledge article (ka) "how to manually install rss agents & rss component manager", along with deployment of the rss component manager package (10000438866-00). After reinstalling the required components and rebooting the station, the medapplication launched successfully, restoring normal operation, and the customer was notified upon completion. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es wbasysendo3 user rebooted the machine; however, it remained stuck on a blue screen with no icons displayed. The user was unable to log in or perform any functions on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.